Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the instrument and observed the test results for the samples with the low wbc (white blood cell) counts had a cellular interference flag associated with the results. The wbc histograms showed three distinct patterns between the three different apertures. Aperture 2 appeared to have a noise strike at the start of the histogram. The fse replaced all three apertures on the wbc side of the instrument. The wbc histograms then matched between the two coulter lh 750 hematology analyzers, and there are no cellular interference flags with the wbc test results. The fse also found a broken pinch valve cap at valve vl117, and replaced the pinch valve 117.

Event description:
Customer reported the wbc (white blood cell) test results were low and a cellular interference flag was present with the test results for patient samples when using the coulter lh 750 hematology analyzer. The wbc test result was determined to be low when compared to the wbc test result obtained with the same sample using another coulter lh 750 hematology analyzer. The customer considered the second test result to be correct. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The low wbc test results were reported out of the laboratory. There were no reports of death, injury, or affect to patient treatment associated with this event.